Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulties viewing reports in the ilet mobile app, which were resolved after deleting the app, removing the ilet from bluetooth, reinstalling the app, logging in, and successfully repairing the ilet and app; the user then reported episodes of low blood glucose to 51 mg/dl and 54 mg/dl without a logged meal, treated with oral glucose sources, followed by hyperglycemia to 317 mg/dl, after which the user paused the pump and contacted support. Symptoms included hypoglycemia and subsequent hyperglycemia. Outcomes included self-treatment with oral glucose and continued monitoring without medical intervention. Investigation included product-use troubleshooting and education with review of available app reports. Investigation of this case revealed cause unclear for both hypoglycemia and subsequent hyperglycemia. It was concluded that the device functioned as designed following reconnection and that the cause of the glycemic excursions remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.